Manufacturer narrative:
No information available for the occupation of the initial reporter or whether they are a healthcare professional the device evaluation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the camera head had no image, just a black screen. The issue occurred at the beginning of a therapeutic laparoscopic hysterectomy that was completed using a similar device. There were no reports of patient harm.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: cable failure. Based on the results of the investigation, a definitive root cause cannot be identified. Olympus will continue to monitor the field performance of this device. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the camera head had no image, just a black screen. The issue occurred at the beginning of a therapeutic laparoscopic hysterectomy that was completed using a similar device. There were no reports of patient harm.